Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2019-nov-08. It was reported that the pump was not returned. According to the representative, the only thing that was returned via the doctor's request was a portion of the catheter. No further complications were reported or anticipated.

Manufacturer narrative:
The catheter was returned and analysis found a kink in the catheter body and damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient code (B)(4) removed and (B)(4) added to reflect the information received on 2019-oct-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative on 2019-oct-18. It was indicated that the patient experienced a loss of therapy and a rotor study was performed, the results of were that the catheter couldn't be aspirated. No further complications were reported or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-25 regarding a patient receiving morphine (1mg concentration at a dose of 0.0063mg) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a normal pump replacement was being performed, but the catheter could not be aspirated. The pump pocket was opened and the needle was put directly into the access port and the hcp was able to aspirate, however, there was a little resistance. The pump and pump segment of the catheter were replaced and the hcp was able to aspirate and inject. The hcp reported some sheering on the explanted pump segment of the catheter. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was considered resolved at the time of report and the patient's status was alive, no injury. No further complications were reported or anticipated.